Event description:
New info received: device was explanted and replaced. No further information available.

Manufacturer narrative:
The reported event of oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician.